Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with product. Device analysis: visual analysis of the returned device identified: broken shell, underweight, part of the shell is missing. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on anterior assessed as unidentified (tear) opening, and a missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a right side removal due to the patient¿s concern with the product. Additionally healthcare professional noted rupture observed during surgery. Device has been explanted and replaced.